Event description:
It was reported that the implant was removed due to the joint being dislocated.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Manufacturer narrative:
The reported event could be confirmed as the surgeon provided an image that showed that the tmj devices were dislocated. The surgeon was not able to replicate the designed plan because of the patient condition. Overall, this event does not indicate any device failure, malfunction, or other performance issues. The lot number has been corrected/update to t15-784. H3 other text : device not available for return.

Event description:
It was reported that the implant was removed due to the joint being dislocated.